Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode, "aspiration difficulty - removed." No adverse trend was identified. When the catheter was returned, the valve was visualized microscopically, and the valve disc was confirmed to be slit and centered. A visual inspection of the catheter tubing confirmed a compression/kink in the catheter shaft at the 19cm mark and a slight compression at the 3cm mark. No other damage was noted, as well as no molding/manufacturing related non-conformances. A 10ml syringe was used to infuse and aspirate water through the valve and through the catheter. Infusion and aspiration were performed without difficulty. A guidewire (0.018") was inserted through the lumens of the returned sample without difficulty, confirming patency. The infusion and aspiration pressures were measured on the pasv valve: both were found to meet specification. The catheter tip ID and od were also measured and found to meet specification. The reported issue of kinks in the catheter was confirmed, although the returned device met specification and appeared to function as intended. The directions for use packaged with the device contain instructions and precautions regarding flushing of the catheter. Angiodynamics manufacturing process controls for the bioflo pasv PICC includes a 100% guidewire insertion test for lumen patency, 100% sprint leak testing, and 100% testing of valves for correct functioning during aspiration and infusion. (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the evaluation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, in a hospital in australia an implanted PICC device was removed because of repeated difficulty with aspiration. Upon removal, it was noted that the catheter had 3 distinct kinks in the tubing. No patient injury or complications were reported. The used catheter has been returned to angiodynamics for evaluation.